Event description:
It was reported that the patient was ordered for a continuous drip of lasix/albumin at 5ml/hr. Upon assessment of the patient, the pump was found to be "off" and a bag of medication was hung as a secondary infusion. The customer selected "restore" on pump and noticed that the previous programming for the gtt was only 2ml/hr. An extra dose of lasix was ordered and increased to 10ml/hr. Patient required additional support (o2 and diuretic) and required increased settings on "airvo" and eventual upgrade to "bipap" with transfer to ICU for intubation watch. Although requested, information regarding the patients signs and/or symptoms were not provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the patient was ordered for a continuous drip of lasix/albumin at 5ml/hr. Upon assessment of the patient, the pump was reportedly found to be "off," and a bag of medication was hung as a secondary infusion. The customer selected "restore" on pump and noticed that the previous programming for the drip (gtt) was only 2ml/hr. An extra dose of lasix was reportedly ordered and increased to 10ml/hr. Patient required additional support (oxygen and diuretic) and required increased settings on "airvo." It was reported that the patient was eventually upgraded to receive oxygen through "bipap" and was transferred to intensive care unit (ICU) for further observation. Although requested, information regarding the patient's signs and/or symptoms were not provided.

Manufacturer narrative:
It was determined through investigation of the devices that the suspect device with serial number#15208324 in semdr#7176412 is a concomitant as per updated failure investigation report. Omit: c20 - no findings available, c0401 - communications problem identified, d15 - cause not established. Correction: describe event or problem, medical device serial #, device manufacture date.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number#(B)(4) is a concomitant and this file has captured the correct suspect device with serial number# (B)(4) as per investigation report. Omit : c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient was ordered for a continuous drip of lasix/albumin at 5ml/hr. Upon assessment of the patient, the pump was found to be "off" and a bag of medication was hung as a secondary infusion. The customer selected "restore" on pump and noticed that the previous programming for the gtt was only 2ml/hr. An extra dose of lasix was ordered and increased to 10ml/hr. Patient required additional support (o2 and diuretic) and required increased settings on "airvo" and eventual upgrade to "bipap" with transfer to ICU for intubation watch. Although requested, information regarding the patients signs and/or symptoms were not provided.